Event description:
I had a ventricular hernia repair surgery on (B)(6) 2016. On (B)(6) 2016 I was admitted to have an emergency surgery. My belly button had started to seep fluid. A cat scan revealed I had a 7cm abscess along and within my mesh. They removed my mesh and attached me to a woundvac vacuum where I would have wound changes 3 times each week until I healed.